Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the pendant was blank upon boot-up. No input was seen. The issue was resolved on call after restarting the system. The pendant came up as expected and after several restarts, the issue could not be replicated. There was no patient present at the time of the event.